Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states end user is getting a false reading on the battery level on the spj+ joystick. He said the chair slows down while she is driving it, but the battery level on joystick doesn't change.